Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient saw a ¿software error¿ on the controller. The controller was unable to be used, and it was unable to charge the ins. The ins battery depleted, and the patient was unable to feel stimulation or have relief from the system since she was unable to use the equipment. The patient removed and reinserted the battery on the controller. The functionality of the system was restored. The patient was able to re-establish therapy and the issue was resolved. No further complications were reported.